Manufacturer narrative:
Pending evaluation concomitant device(s): 301-07-10, 83435010 - prm stm insrtr extrct

Event description:
As reported, during removal of trial stem the surgeon hit the version bar that was on the stem extractor causing it to shear off. All parts were removed from the patient and nothing was left inside. Device will return.

Manufacturer narrative:
(H3) based on historical complaint investigations and the reported event, the broken retroversion handle reported was likely the result of impacting the junction between the primary stem inserter/extractor and retroversion handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure.

Manufacturer narrative:
Section h10: based on historical complaint investigations, the returned devices, and the reported event, the broken retroversion handle reported was likely the result of impacting the junction between the primary stem inserter/extractor and retroversion handle, allowing for the applied force to be transmitted to the threaded tip of the retroversion handle, leading to ultimate failure. The fractured black plastic sphere on the primary stem inserter/extractor was likely the result of a stress riser which led to crack initiation, propagation, and ultimate fracture secondary to years of normal surgical use for impaction and subsequent reprocessing and sterilization cycles.